Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cornea around main incision was burnt during sculpt mode of phacoemulsification. No obstruction material observed before surgery; phacoemulsification occlusion warning did sound. This was resolved with five stitches put on the wound after surgery.

Manufacturer narrative:
The phaco tip and the sleeve samples were not returned on this investigation for evaluation, per the notes reviewed. However, the customer sent in a video for review. The clinical analyst reviewed this video. Video 1.) Note: the video does not show the primary or secondary incision creation. The video also does not show any preparation of the eye, the capsulotomy, nor instillation of any viscoelastics. There was nothing in this video showing ¿working space¿ being created and there is no audible sound emitted from the video. The start of the video begins where the phaco tip (with sleeve) enters the primary incision. There is no confirmation as what the size of the incision is. However, based upon the space surrounding the handpiece entering the eye, it is assumed that this is a smaller millimeter incision. Additionally, you can see the sleeve pull back from the phaco tip upon entry (which would also confirm a tighter fit and/or a smaller incision). Upon the phaco tip entry, traces of blood can be seen at the primary incision and the secondary (or paracentesis) incisions. A bubble can be seen entering the anterior chamber (ac) from the handpiece. The size of the bubble is from 6 o¿clock to approximately 4 o¿clock hours. Immediately following this, a lens-chopper instrument can be seen entering the paracentesis to stabilize the crystalline lens before the first groove is made with the handpiece/tip. The wound still appears ¿tight.¿ as soon as the surgeon begins to make the first groove in the center of the lens, a white substance can be seen (where lens milking occurs). Additionally, you can see the edge of the wound turn white and the center of the wound appears charred, as well. It is at this point, where the handpiece is removed rather quickly from the incision. Bubbles, white and clear materials exit the wound. At this same time, the lens-chopper is also removed from the paracentesis, as well. Following this, a cannula is inserted into the primary incision. Then the video ends. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Surgical factors play a large role in surgical outcome. Without the parameters, audible sounds submitted, additional video footage, or information surrounding the event a ¿clinically complete evaluation¿ cannot be completed at this time. As such, the root cause of the reported event cannot be conclusively identified at this time. Directions for use (dfu) and good sterilization practices are advised to be reviewed with the customer. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).